Event description:
It was reported during a trial removal on (B)(6) 2025, the physician tugged and fractured the right l3 drg lead due to resistance. The lead was explanted with partial of the lead remained in the patient.

Manufacturer narrative:
Corrected: d6b. During processing of this complaint, attempts were made to obtain date of explant.

Event description:
Additional information reported patient underwent surgical intervention on an unknown date in (B)(6) 2025 wherein the remaining of lead was explanted to address the issue.

Manufacturer narrative:
The reported event of fractured lead was confirmed. The lead was received incomplete with only the terminal end lead segment (48.6cm) being returned. The stimulation end segment was missing. The lead was damaged during the trial lead removal procedure.